Manufacturer narrative:
Analysis was normal. No anomalies were found. (B)(4).

Event description:
It was reported that a patient presented in clinic post-op, with loop recorder poking out of the pocket. The device was explanted and the patient was treated with antibiotics. The pocket was closed with steristrips. The patient was stable before, during and after the procedure.